Event description:
It was reported that the device exhibited a syringe error. The product fault occurred before setting up on patient.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a chipped top case. An 'invalid syringe size' alarm was revealed in the event history log. Functional testing was unable to duplicate the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.